Event description:
A customer reported that their pump battery would not charge, and there was no power source alert. There was no reported adverse impact to the customer's blood glucose level. The customer attempted to charge the pump using a tandem cable and two different wall outlets and adapters, but the issue persisted. As a corrective action, technical support decided to replace the pump, and the customer was instructed to revert to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery. The customer agreed to return the faulty pump using a pre-paid label and understood how to put it into storage mode.